Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed "air in-line detected" precedes persistent "cannot start pump." The customer complaint of air sensor detached was confirmed. The air detector and dso seal were replaced.

Event description:
It was reported that the device's air sensor was detached. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.